Event description:
It was reported that valve thrombosis occurred. The transcatheter aortic valve replacement procedure was considered urgent. The patient was struggling with increasing breathlessness and was admitted to expedient the tavr procedure. Blood gases at the time of admission showed significant type ii respiratory failure with po2 6.42 and pco2 of 7/3 on air. Vascular access was obtained via left femoral approach. A large lotus introducer sheath inserted over a amplatz super stiff wire. The aortic valve was crossed with a straight wire. A safari small wire was positioned in the left ventricle. Balloon valvuloplasty(bav) was performed with a 23mm non-bsc balloon as per the directions for use. The 27mm lotus edge valve was deployed to treat the severely calcified native aortic valve with an excellent position. There was no aortic regurgitation. Invasive hemodynamics showed gradient zero, aortic diastolic 70, lvedp 20mmhg. In (B)(6) 2020, the patient presented for a followup clinic visit where valve thrombosis was suspected. The physician instructed the patient to administer anti-coagulation for a month with followup transesophageal echocardiogram (toe) imaging to follow.